Event description:
Event description from the customer: "the unit showed an alarm and the main side display disappear and must be switched off and on again. After resetting, the system works normal." (B)(4). (B)(6).

Manufacturer narrative:
A maquet field service tech conducted the following work on the unit: 1) the unit was checked to perform the functional check of the unit was performed successfully. 2) the unit was send back to (B)(4) for troubleshooting. 3) at (B)(4) the main side stop valve was replaced. 4) a reliability test around 5 days at (B)(4) was carried out. 5) the unit was sent back to the hospital and was tested to factory specifications all tests were performed successfully. A supplemental medwatch will be submitted as soon as additional information becomes available.